Manufacturer narrative:
(B)(4).

Event description:
New information received notes that programming changes were made, however another instances of lead noise was noted again. Further programming changes or lead revision were recommended.

Event description:
It was reported an episode of non-sustained oversensing due to lead noise on the right ventricular channel was observed. The patient was asymptomatic. Noise was not reproduced with isometrics. The patient will continue to be monitored. No further information.